Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. Approximately six years and two months after the filter implantation, the patient underwent a computerized tomography (CT) scan for left lower extremity swelling that revealed an infrarenal filter with a 15-degree ventral tilt with the apex contacting the anterior wall of the inferior vena cava (ivc) and a fractured posterior strut with mesenteric and small bowel perforation. The filter appeared somewhat flattened caudal to the filter, but there was no evidence of stenosis. Nine months later, the CT scan images were reviewed again confirming the previous diagnostic interpretation. The report further noted that there was no evidence of stenosis or migration. The patient reported that the filter was embedded in the wall of the ivc and that they had experienced blood clots, clotting and/or occlusion of the ivc. The patient reported that they have a history of clots and when they "passed the clot, some of it moved the filter into the arterial wall." The patient further reported having experienced swelling associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, fracture, device embedment, mesenteric and small bowel perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It is unknown if the tilt contributed to the reported perforation. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The optease retrievable vena cava filter is indicated for retrieval up to 23 days post-implantation. Following this period of time, and as early as twelve days, there is potential for endothelialization around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Blood clots, clotting, and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records state that approximately six years and two months after the index procedure the patient had computed tomography (CT) scan to follow up on filter and left leg swelling. A calcified granuloma was present in the right lower lobe. Heavily calcified atherosclerosis was present in the aortoiliac vessels, hemodynamically significant stenosis was suspected at the aortic bifurcation. The filter was present with the apex immediately below the renal veins. There was approximately 15 degree ventral tilt, with the apex of the filter contacting the anterior wall of the inferior vena cava (ivc). The ivc appeared to be somewhat flattened caudal to the filter, but no venous collaterals were appreciated to suggest stenosis. A strut fracture was noted. The report's impression noted filter strut fracture, filter tilt and advanced aortoiliac atherosclerosis. Nine months later the scans were reviewed again. The report focused solely on the filter. The report states the following: fractured posterior strut, filter tilted with apex against the ivc wall, 4 mm small bowel and 5 mm mesenteric perforation. There was no stenosis or migration. Additional information received per the patient profile form (ppf) states that the patient experienced filter fracture above umbilical area, tilt, filter embedded in wall of the ivc, blood clots, clotting and or occlusion of the ivc. The patient reported that they have a history of clots and when they "passed the clot, some of it moved the filter into the arterial wall." The patient also experienced swelling.

Manufacturer narrative:
As reported by the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, fifteen (15) degree ventral tilt with the apex of the filter contacting the anterior wall of the inferior vena cava (ivc); a fractured posterior strut and perforation of the small bowel (4mm) and mesenteric (5mm). The device was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿filter-tilt, filter-fractured - in patient and perforation of organ¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural/handling factors, or vessel characteristics, although unknown, may have contributed to the reported event. According to the IFU, which is not intended as a mitigation of risk, ¿warning: filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, reports of adverse clinical sequelae from filter fractures are rare. Possible long-term complications associated with filter implantation include, but are not limited to, the following: filter obstruction, filter perforation of the vena cava wall, filter migration, filter fracture, recurrent pulmonary embolism. Retrieval of the cordis optease® retrievable filter with a filter fracture present may result in complications.¿ without images available for review the reported events could not be confirmed or further clarified. As no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to fifteen (15) degree ventral tilt with the apex of the filter contacting the anterior wall of the inferior vena cava (ivc); a fractured posterior strut and perforation of the small bowel (4mm) and mesenteric (5mm).